Manufacturer narrative:
The reagent lot number was 814414. The expiration date was not provided. General reagent issues were excluded. The field service engineer made several adjustments including pipette adjustments, ultrasound mixer adjustments, and he replaced a broken rinse unit detergent tube. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of a questionable hdl result that did not match the patient's clinical history. The initial result was 139.7 mg/dl. The repeat result on another system was 45 mg/dl.